Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was no video at either serial digital interface (sdi) outputs (1 or 2) and used multiple sdi video cables. No video signal was present. Tac advised using component (comp) output on the rear of the processor. The image was available after switching to comp output. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center did not have serial digital interface (sdi) output on loaner processor. It was reported that it did not occur during the first installation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of no sdi (serial digital interface) output could not be identified. Olympus will continue to monitor field performance for this device.